Event description:
The customer reported failed troponin I quality control (qc), calibration, and system check involving the unicel dxc 600i synchron access clinical system used in conjunction with the access accutni assay and calibrator. The customer stated two erroneously elevated patients¿ results, within the risk stratification range, were generated. An initial result of 0.39 ng/ml was obtained for patient #1. Subsequent testing of the sample, on an alternate unicel dxc 600i system, produced a lower result of 0.02 ng/ml, within the normal reference range. An initial result of 0.31 ng/ml was obtained for patient #2. Subsequent testing of the sample, on the alternate instrument, produced a lower result of 0.00 ng/ml, within the normal reference range. The erroneous results were released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered aspirate probe #2 was completely blocked and unable to properly wash the reaction vessel (rv). The fse replaced the aspirate probes and peristaltic pump tubing and verified the wash arm alignments. The fse noticed some residue on the substrate probe and removed the probe then noted the tubing was kinked. The fse replaced the substrate probe. A routine system check and a high sensitivity system check were performed both passed within instrument specifications. The fse was able to successfully calibrate the troponin assay and obtained passing quality control (qc). The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, hardware is the likely cause of the event. The fse discovered a completely obstructed aspirate probe which was unable to properly aspirate unbound analyte from the reaction vessel (rv) during washing. Beckman coulter continues to track and trend any incident related to this issue.